Manufacturer narrative:
Investigation summary the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when setting up the case on monday, two tibial impactors were found cracked.need new ones to replace the broken items.no patients were injured or case delay.they are not being returned because I discarded them in the trash.